Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2012-06164, reference MFR. Report#: 1627487-2012-06165. It was reported the pt¿s scs system hasn¿t been providing the pt with adequate coverage. It was also reported the pt hasn¿t maintained her ipg as recommended. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.